Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported neonate patient blood glucose results of 31 mg/dl and 63 mg/dl on the inform system, lab result of 45 mg/dl. All results were taken from the same puncture within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The radiology equipment was inoperable during the case on three occasions with one break in the case of over twenty minutes. Please note this was a general anesthesia case. The siemens representative was in house and stayed during in the department for the entire procedure.the new siemens angio room has been malfunctioning frequently, and a patient's life could be endangered.